Event description:
It was reported that the patient felt diaphragmatic stimulation from the left ventricular (lv) lead. The patient was seen during an in clinic visit and the lv thresholds were decreased which in turn resolved the diaphragmatic stimulation. The lead remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.